Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a lead revision. The patient had a left ventricular (lv) lead that was disabled for high capture thresholds. On (B)(6) 2021, the lv lead was capped and replaced with an epicardial lead. The patient was stable throughout procedure.